Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that during an interrogation it was noted the lead safety switch was triggered for the right atrial (ra) lead due to an unknown out of range impedance measurement. The medical personnel also noted that when performing threshold testing loss of capture was observed at 1 millisecond when programmed to bipolar but not unipolar configuration. Boston scientific technical services (ts) was consulted and suggested an x-ray. No further information is available. The pacemaker and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.

Event description:
Additional information was received that the right atrial (ra) lead exhibited noise that was not oversensed, along with low out of range pacing impedance measurements. Insulation damage was thought to be the cause. A replacement procedure was performed where the ra lead was tested with the pacing system analyzer (psa) and yielded the same low out of range impedance measurements. Subsequently the lead was explanted. The pacemaker was also electively explanted. No additional adverse patient effects were reported.